Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up it was noted that the right atrial impedances were out of range and loss of capture was seen. There was no reported asystole. The device was reprogrammed and a follow up has been scheduled. No adverse patient effects were reported.